Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter: during a gastric bypass procedure, the handle could be fired properly. The device fired the full linear range of the reload. Later it was noticed that the clip seam row was not closed. There was poor staple formation. The defect was noticed intraoperative and the seam was over-sewed. No reinforcement material was used in conjunction with the stapling device. The patient is well.